Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating current, no unexpected off no power noted. No unexpected low battery noted. The insulin pump was programmed with test minilink and the glucose sensor simulator. The sensor feature working properly. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. (B)(4).

Event description:
It was reported via phone call that the insulin pump did not provide a low battery warning. The caller stated the insulin pump would beep and power down without any alerts prior. The caller reported a no power alarm and bad battery alarm on the insulin pump. Customer's blood glucose was 345 mg/dl at the time of incident. The caller also reported the customer's blood glucose rose to over 400 mg/dl one night. The customer's blood glucose was corrected with a site change and bolus. It was found the customer had a bent cannula during this incident. Troubleshooting also found the customer had a second occurrence of off no power without a low battery warning prior. The caller also reported the sensor reading was off from the insulin pump's reading. The caller agreed to return the insulin pump for analysis.